Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 530 mg/dl. The cause of the high bg was unknown. Reportedly, the customer discussed the reported issue with a health care professional. Additional information was not provided, and the customer declined further troubleshooting with tandem technical support.